Event description:
It was reported by a physio-control field service rep, that while testing the loaner device, it was observed that the unit would incorrectly advise a "no shock" decision when they had the qed-6 simulator input a v-fib rhythm. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the intermittent reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided.